Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic for follow-up. It was noted that the pacemaker had reached (elective replacement indicator) eri, premature battery depletion was suspected. The device was explanted and replaced. The patient was stable throughout the procedure